Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self test and displacement test or verify reset alarm due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had reset alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. .